Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp. During the procedure the drip was poor, and the catheter was hard even after flushing, so it was removed, and a new port was used. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, and functional evaluations were performed. Upon infusion, what appeared to be thrombus, was observed exiting with the water on the distal end of the catheter. Small resistance was felt during test. Aspiration was attempted and was unsuccessful as water did not fully return to the attached in-house syringe. Therefore, the investigation is confirmed for the reported difficult to flush and suction issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp. During the procedure the drip was poor, and the catheter was hard even after flushing, so it was removed, and a new port was used. There was no reported patient injury.